Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalisation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's omnipod eros controller/personal diabetes manager (pdm) was no longer charging properly and became non-functional after a battery replacement. This resulted in the patient being unable to manage their insulin therapy. The patient then experienced elevated blood glucose levels (exact values not specified) leading the patient to attend the hospital (klinikum chemnitz) on (B)(6) 2026. Symptoms reported include fever, polydipsia, nausea and local infusion site irritation. No specific diagnosis was reported. The patient was treated with subcutaneous insulin pens. The patient remained in hospital at the time of reporting the event with a blood glucose level of 6.3 mmol/l (113mg/dl). A replacement pdm was issued to the patient.

Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria.